Event description:
Facility reported that during the greenlight pvp (photoselective vaporization of the prostate) procedure, a fiber sparked outside the patient within 30 seconds of procedure and ignited a surgical curtain in the o.r. Surgeon was able to immediately release foot pedal and put out the fire. No injury was reported. Procedure continued and case completed.

Manufacturer narrative:
Contact was made with the facility. Risk management verified there was no injury. The burn to the drape was approximately the size of a grapefruit. The fiber was not clamped onto the drape. The facility reported the lot and s/n of the fiber. The fiber that returned as damaged. The failure analysis was performed on device. Failure analysis: there is considerable detritus from the burned surgical curtain remaining on the fiber and fiber sheath. The fiber core, cladding and jacket are blackened from the burn. Microscopic examination revealed what look like scuff marks on the distal side next to the failure point. There does not appear to be any "tool marks" from hemostats or other surgical instruments surrounding the failure point. The observed failure typically occurs when the optical fiber is damaged mechanically through applied weight or a sharp bend. The scuff marks on the tubing indicate possible interaction under foot, laser or other or equipment. Any local weight applied to the outer tubing from a foot, laser, or other or equipment could have inadvertently damaged the fiber's mechanical integrity. The outer tubing damage is consistent with laser energy-induced damage resulting in significant melting and charring of the tubing as well as the fiber. As an example, if there were major damage to the fiber, the failure would have occurred instantaneously (<1 second) at the time the footswitch was depressed, indicative of the fiber being mechanically broken. The customer reported that the fiber failure occurred within the first 30 seconds, which points to minor damage to the fiber prior to usage. Labeling is sufficient. The greenlight pv addstat product insert rev. C, has instructions for use that include checking the fiber for damage prior to use. In addition there are "fire hazard warnings: the greenlight pv addstat is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. To prevent drape fires or burns: do not wrap any portion of the fiber in drapes or cloth. Do not attach the fiber directly to surgical drapes with a crushing clamp such as a hemostat. Do not place or drop instrumentation onto the fiber."